Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report stating the patient underwent a surgery that lasted 13.5 hours and during that time a patient warming unit was in use with the pads placed high on the patient's back. During patient positioning, the warming pads were applied and a warming pad gel roll was then placed directly on the patient's skin. During the procedure, the temperature reading on the patient warming unit was set at 41 degrees, but lowered to 37 degrees for a short period of time during the procedure. The clinicians were unsure how long the device remained at 37 degrees. At the conclusion of the surgical procedure, the warming pads were removed and the nurse stated there no blisters or bruises on the skin. Two days later, the clinician observed that the patient had two areas of skin breakdown, the first area was a 6-inches x 3-inches burn with blister. The clinician noted that the measurement of first area was exactly the size of the patient warming gel roll. The second area was a burn which was 2-inches in circumference. The patient is being seen by a wound care specialist and the exact treatment regimen is unknown. The clinician stated it is speculated that the burns on the patient may be related to the surgical prep solution used on the patient interacting and reacting with solution used to clean gel roll.